Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low out of range pacing impedance measurements below 200 ohms in the right ventricular (rv) channel. Technical services (ts) was contacted and reviewed the data. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the initial reporter country (e1) in section e. Initial reporter.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low out of range pacing impedance measurements below 200 ohms in the right ventricular (rv) channel. Technical services (ts) was contacted and reviewed the data. This crt-d remains in service. No adverse patient effects were reported.